Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance testing and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 112 mg/dl and sensor glucose was 40 mg/dl when it triggered threshold suspend at the time of incident. The customer stated that they treated with food before confirming his blood glucose. The customer stated that there was no bent cannula. The sensor will be returned for analysis.